Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of lung bullae resection, a reload was used. The surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle. Replaced by new reload and connected to the original handle, however the surgeon could not squeeze the handle at all. Replaced by new handle and connected the new reload, however could not fire the device. Replaced by new handle and another new reload and the firing was completed. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that each of the reload was pre-fired and engaged in interlock with the jaws open. There were staples protruding from proximal staple cartridge channel. Functionally each of the reload was loaded into a post market vigilance instrument, the interlock was overridden, and each of the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of lung bullae resection, a reload was used. The surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle. Replaced by new reload and connected to the original handle, however the surgeon could not squeeze the handle at all. Replaced by new handle and connected the new reload, however could not fire the device. Replaced by new handle and another new reload and the firing was completed. The surgical time was extended by less than 30 minutes. The surgeon said the tissue was not thick. There was no patient injury.